Event description:
Info received indicates the left foot brake/steer caster fell off the base frame and is lying on the floor.

Manufacturer narrative:
The tech found the shaft of the caster was broken. He replaced the caster to repair the bed.